Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error was confirmed; the root cause was use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated they changed out one bag and resumed prime. The hp did not change out all of the supplies. The baxter technical service representative (tsr) explained the setup was then compromised. The tsr advised the hp would start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, baxter product surveillance contacted the hp regarding the reported event. The hp stated they understood that changing out only the bag during therapy was improper procedure. There was no patient injury or medical intervention reported.